Manufacturer narrative:
Additional information was added: the lot was manufactured from june 10, 2019 - june 12, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted that tubing set spike was missing from the tubing. The reported condition was verified. The most likely cause of the detached spike was due to inadequate or lace of adhesive applied in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set leaked. The event was described as ¿the white spike end was not connected to the tubing¿. It was further reported; the bag is spiked and ¿put on the compounder and then prime tubing and then within seconds of priming the tubing the spike becomes loose and the liquid spills all over our IV hood (because the spike separates from the tubing)¿. It appears ¿there was no glue or seal that keeping it connected to the tubing¿. This issue was identified during compounding. There was no patient involvement. No additional information is available.